Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing heart racing presented in clinic for follow up. Upon interrogation, the pulse generator exhibited inappropriate programming. The device was reprogrammed.

Manufacturer narrative:
(B)(4).